Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/11/2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted:

Event description:
A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined. No additional event or patient information is available.